Event description:
The physician reported that following a successful ablation, with no perforation or bowel damage, the patient presented approximately 5 days later with hypotension, tachycardia, and a temperature of 103 degrees. Endometritis and septic shock were diagnosed. Treatment included an emergency hysterectomy. Final culture indicated (escherichia coli) in the uterus. The patient was discharged and "is currently doing fine". Additionally, the physician reported the patient may have been immunosuppressed. Her white blood count was low during the sepsis. She had been scheduled for a work-up by a hematologist.

Manufacturer narrative:
The lot number was not provided; therefore, an investigation or review of the device history record for the device was not able to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed.